Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v160224, implanted: (B)(6)2008, : product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that replacement of the ins went well and the patient was receiving therapeutic effect.

Event description:
It was reported the patient went into the hospital the day of report and said they fell on their stimulator a year prior to report and had been having problems ever since. It was stated the patient had bowel and bladder incontinence. It was noted the patient went to the hospital for acute chronic back pain and they said they felt a tingling in their groin when they sat on the toilet. Reportedly, imaging was done on the patient¿s lumbar spine and everything came back negative. It was stated it was unknown if the patient¿s device was on. Three days later, it was reported the patient was scheduled for an appointment with their doctor the day of report and on (B)(6) 2014. Later that day, it was reported the patient was looking to meet with a manufacturer representative for a setting adjustment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fell and fractured the lead. When the health care provider (hcp) diagnosed the lead fracture they checked the patient and it only had 3 months to estimated elective replacement indicator (eri) so they decided to replace the fractured lead and the device at the same time. The fractured lead was removed and disposed of and was not available for return. The old battery was put back in. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's reports # 3004209178-2014-21655 and # 3004209178-2014-24003 for issues with the new lead not going into the new battery and the old battery being put back in.